Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-0 and e-3). The customer feels well and did not report any symptoms. Customer stated that she had been hospitalized due urinary tract infection, anemia, dehydration, high blood results, possible internal bleeding and dka. Customer had received a transfusion and IV for hydration. Customer had been advised to follow-up with her physician. Customer stated that she is picking up another meter from the pharmacy tonight that was prescribed by her physician. During the call, a blood test was performed by the customer using true metrix meter; customer did not provide the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2025 and open vial date is one month ago.